Event description:
Reportedly, during use of the xience v in the mid left anterior descending artery with moderate calcification, the balloon would not inflate or expand. The device was withdrawn with the stent on it and another xience v of the same size was used to complete the procedure. There was no issue when preparing the device for use. There was no issue when removing the device after the failure to inflate. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the balloon, shaft and stent implant and in the guide wire lumen and contrast on the shaft and in the inflation lumen, which is consistent with being inserted in the anatomy. The stent implant was undamaged and loose on the tightly-folded balloon. There were crimp marks on the balloon and the crimped stent outer diameters met specification, indicating that the stent was crimped properly and securely during manufacturing. As a loose stent was not reported, account follow-up was requested and clarification noted that the site pulled off the stent after removal from anatomy. The shaft of the returned sds was kinked and twisted 12.5 cm distal to the strain relief tubing, and the outer member of the shaft was stretched in three sections 55.8 cm, 56.8 cm and 57.9 cm distal to the strain relief tubing. As the inflation device used during the procedure was not returned, a new indeflator filled with gastrografin diluted 1:1 with water was used in an attempt to pressurize the sds but fluid would not advance past the stretched outer member to pressurize the balloon. Based on the returned analysis, the stretched outer member appears to have contributed to the reported failure to inflate. The kinked and twisted shaft and the three concurrent sections of stretched outer member appears to be most consistent when the shaft meets resistance when being twisted or pulled around a bend/curve. There was little contrast visible past the stretched outer member and the contrast did not reach the balloon, suggesting that the contrast did not go past the stretched sections during preparation for use. Also, the account reported that there was no difficulty/resistance during advancement or removal during use in the anatomy. It is possible that the shaft damage occurred during manufacturing, removal of the device from the protective coil at the account or preparation for use at the account. During manufacturing, all stent delivery systems are 100% visually and tactilly inspected for shaft damage prior to placement in the protective coil. Also, a sampling of finished units is destructively tested to verify shaft damage and proper inflation/deflation. A review of the lot history record of the reported lot did not reveal any nonconforming material records that could have contributed to this incident and all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other reported incidents. A conclusive cause could not be determined for when the stretched outer member occurred. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.